Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided, therefore no review could be performed. The reported device and the defective spare part were not returned to our laboratory for analysis. As a result, no investigation could be conducted, and the reported event could not be reproduced or confirmed by our laboratory. Based on the available information and the fact that the device was not returned, the root cause of the reported issue remains unknown (not returned). However, the complaint has been registered for statistical monitoring. If further information are provided later on we will re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not investigated. The trend is: normal.

Event description:
The following has been reported by customer: lcd communication error: proceeding with board replacement. Disassembled device to replace the display board, ensured all connections were good while device was open, then reassembled pump. Pump turned on as expected, with no error displaying. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.